Event description:
It was reported that on the evening of (B)(6) 2011 use of the pt programmer had no effect in turning the pt's implantable neurostimulator (ins) off and was not able to lower or raise stimulation parameters. The device had been functioning normally until that time. The pt also reported that the stimulation seemed to be increasing on its own. The following day ((B)(6) 2011) the pt was able to report the pain clinic where the amplitude parameters were zeroed and the ins was turned off. The following day ((B)(6) 2011) the pt reported that the ins had switched back on and returned to the previous level of stimulation. Following on from this, the next day ((B)(6) 2011), the pt reported that the device was working normally. The ins then had all programs removed from it and a new programmer was supplied to the pt to eliminate it as the cause.

Manufacturer narrative:
(B)(4).